Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the act button due to flattened dome switch (no cease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, a small crack on the display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) 2019. The customer¿s blood glucose level was 21 mg/dl at the time of incident and the current blood glucose level was unknown and treated with glucose tablets and d50. The insulin pump will be returned for analysis.